Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a low blood glucose level (39 mg/dl) and had taken glucose tablets. The customer stated that the possible cause of the low bg level was due to a prior injection from the previous night that had brought their bg level too low.